Manufacturer narrative:
Date sent: 11/03/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure when the surgeon closed the device, the device did not feel closed. The device did not fire. Another device was used to complete the case with no patient consequence.